Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. The exact root cause is not determined as the issue is no longer reproducible. No performance issues were found. Return analysis visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top level system running software version 6.1.0.2, and upon startup the display showed the standard startup sequence as expected from the user interface controller (epc) with the ventilation controller (cfb) performing the self-test as usual (valves / blower sound audible, blue alarm leds dimming) and there were no alarms or warning messages. After a 30 minute warmup, o2 calibration, o2 valve offset calibration, and base unit test were performed and passed without issue. Bellavista unit ventilation was cycled with default ventilation settings for 1 hour and functioned as expected with no alarms or warning messages. Ventilation was then cycled for 1 hour with 70% o2 and then 100% o2 and functioned as expected with no alarms or warning messages. Power was cycled 10 times and the bellavista vent functioned as expected with no issues, alarms, or warning messages. The reported complaint was not duplicated in the fa lab. As a resolution, vyaire advised customer that the insp. Block needs to be replaced.

Manufacturer narrative:
Vyaire file identification: (B)(6). The suspect device has not been returned for evaluation. However, vyaire technical support advised that the insp. Block needs to be replaced. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us having tf 388 - no o2 dosing. Customer stated that alarm no o2 dosing occurred multiple times. Also, the o2 sensor were replaced during months of november and january. Furthermore, there was no information for patient involvement associated with the event.